Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up and was feeling nauseated. The patient took a fingerstick and the cgm reading was low, and the blood glucose reading was 309 mg/dl. The patient was taken to the hospital (unknown how), but no further information was available regarding what treatment the patient received at the hospital, and for how long they stayed. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.